Event description:
The patient was admitted for removal and replacement of a fractured medtronic sprint fidelis lead, as well as replacement of the generator that was at eri (early replacement indicator). Notes from the history and physical stated: "fractured recalled sprint fidelis electrode. The patient has not received inappropriate therapy, but the device has been inactivated. He needs to remain hospitalized until this lead can be extracted and a new lead implanted." The operative report stated: "able to extract the lead using the laser without any difficulties." The patient tolerated the procedure well.